Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: were there any adverse patient consequences? - no. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - what quality issue was experienced with the product? Did the device broken? Did the device pull of the needle? As per hcp stratafix barb not holding tissue properly. - please clarify how many devices was used on this single procedure. 5-6 pieces. -if there are multiple patient events, ask: unknown - provide the specific number of patient events: unknown - did the event occur during one or multiple patient procedures? Unknown - what is the total number of procedures? Unknown. - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Na - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s).unknown - kindly provide us with the shipping status and shipment tracking documents of the complaint product. Will check and update you. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a lap myomectomy on (B)(6) 2024 and barbed suture was used. As per hcp suture is not supporting holding strength during myomectomy procedure. Barb not holding tissue properly. Additional information has been requested.